Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient experienced a reaction while using biopatch. Additional information has been requested.

Manufacturer narrative:
Report 2 of 2: same product, same failure, different patients. Other mfg report # 2648988-2017-00012. Note that two biopatch were use in this complaint - site 1; site 2 - (no product ID or lot number was provided). Additional information received on may 8, 2017: pt with dx of large b cell lymphoma. Relapse leading to allogenic stem cell transplant on (B)(6) 2016. Gvhd (graft vs host disease) to skin. On (B)(6) 2017 ¿ PICC line inserted right brachial site 1 lower arm. Biopatch applied with semi permeable film. On (B)(6) 2017 ¿ line slightly pulled out. On (B)(6) 2017 ¿ line removed site 1. On (B)(6) 2017 ¿ skin swab from PICC line site scanty growth of pseudomonas. No listed resistance. On (B)(6) 2017 - new PICC line inserted right brachial (site 2) upper arm. Skin cleanser not noted. Chloraprep suggested at site. On (B)(6) 2017 (day 4 for site 2): - site 2 redressed as dressing falling off. No dressing stated. No sign of inflammation - site 1 white tissue seen on wound bed. Site inspected by clinical fellow. Reported to be the same as foam disc. Query reaction. Mepilex applied. On (B)(6) 2017 (day 5 for site 2) inpatient dressing change as dressing came loose. - site 2 reported to be red and sloughy. Line still insitu. - site 1 reported the same, red and sloughy. Mepilex border applied again. Discharged home with district nurse and dressing supplies. On (B)(6) 2017 (day 7 for site 2) seen on level 3. Outpatient. Referred to tvn (tissue viability nurse) - site 1 red tissue and slough. - site 2 sloughy, increased exudate. Line remains insitu. Biopatch was present at time of initial review. Swab taken pseudomonas aeruginosa +++ resistant ciprofloxacin. Plan from tvn to remove biopatch, clean with saline, use aquacel ag to absorb exudate and managed bacterial burden, cover with gauze to increase absorption. Secure with semi permeable film to visualise and protect. The 3x a week dressing changes by level 3 staff. Wound plan provided. On (B)(6) 2017 (day 14 site 2) - site 1 now clean with red tissue. - site 2 slightly sloughy still with concentrated amount around exit site. Temp within normal limits, tachycardic at 127bpm. Suspected to dehydration. On (B)(6) 2017 (day 16 site 2): - site 1 improving, no slough. This film present to wound bed. - site 2 appeared reduced in size, slough reducing. Less green exudate on dressing. On (B)(6) 2017 (day 20 site 2): dressing changed. Looks improved with less slough around exit site. On (B)(6) 2017 (day 25 site 2): dressing changed by unit staff. Both wounds notes to be oozing and sloughy. Redressed as per plan with saline and aquacel ag. On (B)(6) 2017 (day 34 site 2): foul smell from dressing on right arm. Dressing was peeling off. Swab taken and results. Pseudomonas aeruginosa +++ from PICC site 2. Resistant ceftazidime, cipro and tazobactam. Admitted to hospital. On (B)(6) 2017 (day 35 site 2): PICC removed. PICC line tip grew pseudomonas. Dressing plan continued. On (B)(6) 2017 (day 45 site 2): noted progress to both site, exudate levels reduced. Slough reducing. Swab taken. Result no growth. Dressing regime changed to inadine topically with mepilex border. Current medication: acyclovir, tacrolimus, fluconazole, cotrimoxazole, ceftazidine, clarithromycin. On (B)(6) 2017 (day 55 site 2) - site 1 now healed and left exposed. - site 2 healing well and fully pink. Integra has completed their internal investigation on may 23, 2017: results: no samples were returned. Photos of affected area were included for each complaint; therefore, the event (patient experienced a reaction) was confirmed. DHR review; no device history record (DHR) review was possible since no lot number was provided. Complaints history; upon review of integra's complaint system from april 2015 - april 2017, a total of 31 complaints (including the ones under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 32 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately (B)(4) units have been released for distribution from april 2015 to april 2017, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: in conclusion, a possible cause for this event may be related to existing patient¿s skin condition (gvhd of the skin) in combination with chg from the biopatch.